Event description:
It was reported that the device screen turns yellow and it was inoperable. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio isolated the cause for the malfunction to be failure of the system pcb assembly. Physio will replace the system pcb assembly to repair the device and return it to the customer for use.